Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient stated their lower back was killing them. They were advised to contact their doctor if the pain continued to bother them. Contributing factors were unknown. It was reported that the issue was unresolved at the time of the report. Additional information was received. The patient stated concerns about the ens interfering with their pacemaker. The patient was advised to contact their doctor. Contributing factors, actions/interventions and resolution to the reported event were unknown. No further complications were reported or anticipated.